Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. The lot number was not provided; therefore, a review of manufacturing records could not be performed. The instructions for use identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported through a literature article titled, "safety and efficacy of the low-profile visualized intraluminal support stent in treating intracranial atherosclerotic stenosis," that 6 months after receiving a 3.5mm x 15mm lvis stent (model and lot unknown) for the treatment of atherosclerotic stenosis at the m1 segment of the right middle cerebral artery, the stented segment of the artery was found to be completely occluded with no symptoms.